Event description:
Pt undergoing emergent ptca with placement of multilink stents. At completion of procedure, physician was unable to remove the guidewire. The pt went to or with the retained equipment in place. The guidewire particles were removed from the coronary artery and an emergent CABG was performed. Multiple attempts to wean pt from bypass were unsuccessful and she expired in or.